Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with sensor not sticking. In addition, the customer had high blood glucose that was 476mg/dl. The customer's current blood glucose was between 220mg/dl-276mg/dl. Customer decline high blood glucose troubleshooting, they were advised to monitor blood glucose. Customer was advised to call back if issues persist.